Manufacturer narrative:
Concomitant medical products: 3361-40c crtd, implanted: 22 apr 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was possibly fractured, had unstable threshold, and high impedance. The patient experienced ventricular fibrillation (vf) however there was inadequate sensing so lack of therapy delivery occurred. The lead was capped and replaced. During the replacement procedure, the right ventricular subcutaneous lead had obvious insulation damage, so the lead was explanted and not replaced. Also during the replacement procedure, the patient experienced a drop in blood pressure and due to the patient's unstable condition the newly-implanted lead was not replaced. Defibrillation threshold (dft) testing successfully rescued the patient at 35 joules and the physician accepted the situation and finalized the procedure. The newly-implant lead remains in use. No further patient complications have been reported as a result of this event.